Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department for receiving two shocks due to device detection of af (atrial fibrillation) within the programmed vt (ventricular tachycardia) zone. The device was reprogrammed and remains in use. It was noted that the patient later underwent a cryo ablation procedure due to the atrial fibrillation. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had dizziness, nausea and anxiety prior to cryoablation procedure for a-fib (atrial fibrillation).